Event description:
It was reported that (1) al326 was used during a laparotomy cholecystectomy procedure. It was reported by the representative that the clip applier jammed. Opened another device to complete the case. There was no consequence to pt.